Event description:
A surgeon reports performing a lens exchange due to a pt's complaint of blurred vision following initial intraocular lens implant surgery. The surgeon reports the pt saw well on the first postoperative day. At the time of his next follow-up appointment, seven days later, he complained of blurred vision at all distances. This continued until the lens was exchanged for another model. Add'l info has been requested.